Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer and asked for additional information. The customer informed the rse that the technicians could not say much about the question on sound, only that the speaker broke when removing it from the housing. The removal was necessary because the housing was broken and needed to be replaced. No further information was provided, if the speaker could produce sound. Based on the information available, it could not be verified if there was no sound from the speaker. The reported problem was not confirmed, but could not be ruled out. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box d: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Box e: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device speaker was defective. It was not known if the speaker was able to produce sound. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.